Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer¿s current blood glucose value was 30 or 40 mg/dl. The customer treated with food. At the time of incident customer was reported auto mode was automatically delivering insulin at the time of low blood glucose event. Customer uses auto mode. The customer report did not allege over delivery on insulin pump. The insulin pump will not be returned for analysis.